Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (122ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vd coordinator that this patient's controller felt "very hot to the touch" and that the controller display had faded areas making it difficult to read/see parameters. The controller was exchanged with no effect on the patient. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event (display error) was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to some of the characters on the lcd display having pixel errors. In addition to that, ps1, ps2 and the serial port connectors were found to be loose and that condition was only visible when the tug test was applied. This issue is being investigated by the manufacturer. The overheating reported could not be duplicated at the bench level. The controller's temperature remained within normal range during operation. A possible root cause of the faulty lcd display is that the flex/ ribbon cable assembly was damaged. A possible root cause for the loose connectors may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.